Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated that the balloon was not completely deflated prior to withdrawal through the endoscope accessory channel. This is the most likely cause for the reported observation. The instructions for use advise the user: "apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Remove the deflated balloon from the accessory channel. Caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." The information provided also indicated that the device was used to dilate the pylorus. This is against the intended use of the device. The intended use in the instructions for use states: "this device is used to endoscopically dilate strictures of the esophagus." Use of the device in an unintended area is another possible cause for the reported observation. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used against its intended use and the balloon was not completely deflated prior to withdrawal through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. [Upon] dilation of the pylorus to 6 atm, after beginning the process of deflation of the balloon, the physician began withdrawing the balloon into the endoscope. The balloon was not completely deflated at this point; the balloon broke off and remained in the stomach. They retrieved the balloon with forceps to complete the procedure. The patient was not harmed. The patient was a female.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. [Upon] dilation of the pylorus to 6 atm, after beginning the process of deflation of the balloon, the physician began withdrawing the balloon into the endoscope. The balloon was not completely deflated at this point; the balloon broke off and remained in the stomach. They retrieved the balloon with forceps to complete the procedure. The patient was not harmed. The patient was a female. Additional information was received on 30-may-2018 that negative pressure and lubrication were not applied to the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section d11: boston scientific, alliance inflation device; cook, ds-60cc-s, syringe. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated that the balloon was not completely deflated prior to withdrawal through the endoscope accessory channel. This is the most likely cause for the reported observation. The instructions for use advise the user: "apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Remove the deflated balloon from the accessory channel. Caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." The information provided also indicated that the device was used to dilate the pylorus. This is against the intended use of the device. The intended use in the instructions for use states: "this device is used to endoscopically dilate strictures of the esophagus." Use of the device in an unintended area is another possible cause for the reported observation. The additional information provided indicated that negative pressure and lubrication were not applied to the balloon. The application of negative pressure and lubrication aids in balloon removal from the endoscope and balloon material preservation. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The instructions for use also advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used against its intended use and the balloon was not completely deflated prior to withdrawal through the endoscope, and that neither negative pressure nor lubrication were applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. [Upon] dilation of the pylorus to 6 atm, after beginning the process of deflation of the balloon, the physician began withdrawing the balloon into the endoscope. The balloon was not completely deflated at this point; the balloon broke off and remained in the stomach. They retrieved the balloon with forceps to complete the procedure. The patient was not harmed. The patient was a female. Additional information was received on 30-may-2018 that negative pressure and lubrication were not applied to the device. The device was received for evaluation on 16-jul-2018. A section of the device did not remain inside the patient¿s body. The detached portion of the balloon was retrieved with a forceps due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products: boston scientific, alliance inflation device; cook, ds-60cc-s, dilation syringe. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Due to the condition of the returned device, a functional test could not be performed. A visual examination of the returned device showed that a portion of the balloon material and balloon tip had detached from the distal end of the device. No portion of the balloon material appears to be missing. No kinks/bends were observed in the catheter. A cook ds-60cc-s dilation syringe was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated that the balloon was not completely deflated prior to withdrawal through the endoscope accessory channel. This is the most likely cause for the reported observation. The instructions for use advise the user: "apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Remove the deflated balloon from the accessory channel. Caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." The information provided also indicated that the device was used to dilate the pylorus. This is against the intended use of the device. The intended use in the instructions for use states: "this device is used to endoscopically dilate strictures of the esophagus." Use of the device in an unintended area is another possible cause for the reported observation. The additional information provided indicated that negative pressure and lubrication were not applied to the balloon. The application of negative pressure and lubrication aids in balloon removal from the endoscope and balloon material preservation. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The instructions for use also advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used against its intended use and the balloon was not completely deflated prior to withdrawal through the endoscope, and that neither negative pressure nor lubrication were applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Correction : this report is being sent to correct date received by manufacturer from blank to 16-jul-2018. Continued : boston scientific, alliance inflation device; cook, ds-60cc-s, dilation syringe investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Due to the condition of the returned device, a functional test could not be performed. A visual examination of the returned device showed that a portion of the balloon material and balloon tip had detached from the distal end of the device. No portion of the balloon material appears to be missing. No kinks/bends were observed in the catheter. A cook ds-60cc-s dilation syringe was included in the return of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated that the balloon was not completely deflated prior to withdrawal through the endoscope accessory channel. This is the most likely cause for the reported observation. The instructions for use advise the user: "apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Remove the deflated balloon from the accessory channel. Caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." The information provided also indicated that the device was used to dilate the pylorus. This is against the intended use of the device. The intended use in the instructions for use states: "this device is used to endoscopically dilate strictures of the esophagus." Use of the device in an unintended area is another possible cause for the reported observation. The additional information provided indicated that negative pressure and lubrication were not applied to the balloon. The application of negative pressure and lubrication aids in balloon removal from the endoscope and balloon material preservation. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The instructions for use also advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used against its intended use and the balloon was not completely deflated prior to withdrawal through the endoscope, and that neither negative pressure nor lubrication were applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. [Upon] dilation of the pylorus to 6 atm, after beginning the process of deflation of the balloon, the physician began withdrawing the balloon into the endoscope. The balloon was not completely deflated at this point; the balloon broke off and remained in the stomach. They retrieved the balloon with forceps to complete the procedure. The patient was not harmed. The patient was a female. Additional information was received on 30-may-2018 that negative pressure and lubrication were not applied to the device. The device was received for evaluation on 16-jul-2018. A section of the device did not remain inside the patient¿s body. The detached portion of the balloon was retrieved with a forceps due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.